Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received info that multiple temperature alarms occurred. The product was new (out of box) and there was no pt involvement.